Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized three years ago due to a triple bypass surgery. The patient had experienced a heart attack. The patient was hospitalized for two weeks. During the hospitalization the customer had a blood glucose of 700 mg/dl. The customer experienced symptoms such as vomiting. The customer treated via insulin pump boluses. The customer was wearing the insulin pump during the hospitalization. The customer was advised to change the set, reservoir, and insulin and treat per health care professional's instructions. The insulin pump will not be returned for analysis.